Manufacturer narrative:
Customer information and product information were not provided. It was not possible to determine a manufacture date without the product information.

Event description:
A pharmacist reported that a customer received blood glucose readings of 180 and 100mg/dl when testing on the contour next and another meter. The reporter could not remember which meter gave each reading. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The product was not expected to be returned. Product was not replaced.